Event description:
A surgeon submitted pt data for the centurion program. During an in-house review, this pt experienced a decrease of 3 lines of bcva in the left eye at the 3-month post-operative visit. No other info has been recevied.